Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that that device was discarded by the customer as it was approaching eos, which would have occurred on (B)(6)2024.additional information was received from a manufacturer representative (rep). The rep reported that lead that was high impedance was replaced. System is working great.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6)implanted: (B)(6)2015- product type lead product ID 977a275 lot# serial# (B)(6)implanted: (B)(6)2015 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015. Product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2015. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-may-2019, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 28-apr-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was over-discharged. The patient stated the battery had been dead for six months, which was partly due to needing a new recharger paddle. It wouldn't connect unless it was plugged into the wall. One antenna locate session was needed before it switched to regular recharging. A power on reset (por) and physician symbol were seen. Charging was done for 90 minutes but they couldn't get it charged enough to clear the por. The patient was going to continue charging and meet to clear the por at the next appointment. Additional information was received from the manufacturer representative (rep). It was reported that the battery was replaced today. When connecting the existing leads to the new battery, the cervical lead (0-7) showed possible shorts on contacts 0, 1, and 2. The thoracic lead (8-15) showed no connections to the new battery and revealed impedances >40000 on all contacts. The physician went ahead and replaced the battery, but made no surgical revisions to the leads at this time because the patient had not been surgically consented or prior auth¿ed for revision. Rep noted they were able get good coverage of the cervical spine, but patient will need an additional surgery to replace the thoracic lead. No date for surgery has been set at this time. Cause for the impedance issues are unknown.